Manufacturer narrative:
H3. Analysis of the extension, s/n: (B)(4)., found the body outer insulation was cut and no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the patient has two leads and they have no way to confirm which lot number. Steps taken to resolve the open circuit was the patient's stimulation settings were changed from c+, 1-, 2- to c+, 2-, 3-. The open circuit did not resolve and no further intervention is planned at this time. The patient has not reported any further symptoms of the stimulation stopping. The extension was returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) was notified by the health care provider (hcp) about a parkinson's patient that reported a month ago that he felt tremor in his left hand break through. After a minute tremor disappeared but got a head rush which is similar to the sensation that he feels when switching between groups a and b. Patient reported that therapy was turning off, it used to happen once a day but now it is more frequent and happened 3 times yesterday. It happened when patient was sleeping and woke him up. It was reviewed for the rep that more information would be needed and it was recommended to meet up with patient to perform impedance check and possibly reprogram if necessary for sufficient therapy. The rep called back with impedance values. Patient is current programmed with case and 1 & 2 as cathodes on the left, case and 9 &10 as cathodes on the right side. Impedance shows short, "low" for 0 & 3, the right side showed "low" on 8 & 9 electrode. Right stn impedance: 8 818 ohms 9 810 10 918 11 1028 8 & 9 low 8 & 10 1181 8 & 11 1566 9 &10 1173 9 & 11 1516 10 & 11 1311 ohms. Patient feels left hand surge. It was discussed that the issue was intermittent and obviously getting worse thus patient may need surgical intervention. It was reviewed that x-ray was not likely to reveal anything since the issue is intermittent. The rep mentioned that perhaps trying to program just case and 10 to see if that will eliminate the surge patient was feeling. Additional information received from the manufacturer¿s representative (rep) reported the previously reported information was confirmed with the healthcare provider (hcp). No further complications were anticipated. Additional information was received from a manufacturer representative (rep) on 2020-may-07 stating the physician is scheduling the patient for a surgical intervention to attempt to resolve the shorts.

Manufacturer narrative:
D11: section d information references the main component of the system and other applicable components are: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2013 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2020 product type extension product ID 3387s-40 lot# unknown product type lead h6. Device code c62973 and evaluation code method 4114 pertains to the extension (s/n: (B)(6)). Device codes c53269 and c63124 pertains to the lead (lot #unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported there was a revision surgery today. The issue on the 8 and 9 contacts were resolved by disconnecting the extension from the header block, wiping down, and re-inserting. However, the 0-7 side, which previously had a short on 0 and 3, once opening the pocket, they noticed a nick at the proximal end (just outside the ins head block) of the extension. They replaced the extension and they believe the lead may have stretched since after replacement, there is an issue with 0 and 1 showing an open circuit. The extension will be sent back for analysis.

Manufacturer narrative:
Continuation of d11: product ID 3708660 serial# (B)(6) implanted: (B)(6) 2013 product type extension product ID 3708660 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2020 product type extension product ID 3387s-40 lot# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.